Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. A non-serious injury was reported: blood glucose value of 19 mmol/l with frequent urination. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 11/03/2016 with the following findings: the power complaint could not be duplicated during investigation. Review of the pump¿s black box revealed no abnormal behavior: on (B)(6) 2016 at 02:32 the pump warned for a low battery; at 04:20 the pump alarmed to replace the battery; deliveries resumed at 07:55. The battery compartment was cracked at two locations. Leak testing revealed a battery compartment leak. A battery cap was not returned with the pump. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).